Event description:
Pt reported that 2 or 3 nights ago, her device delivered a bolus of 10 units without her knowing it and caused her blood glucose to go below 22 mg/dl. She stated she drank orange juice and it brought her blood glucose back up. She was at the hosp undergoing knee surgery at the time of this incident. She then stated that night at the hosp, her blood glucose went up to (-500 mg/dl) and the nurse administered 2 units of insulin.